Event description:
Ablation: 2x bipolar, 2x monopolar. Carbonization of blood at endocardial side of atrium on ablation line observed after opening of the atrium. Embolization of carbonisation into coronary arteries as seen on cag in multiple locations. Trop. Level 2, 4.

Manufacturer narrative:
Complaint was not able to be confirmed because device was not returned. Additional details provided by surgeon were reviewed by members of engineering and clinical teams and it was determined that failure mode was most likely due to specific clinical conditions of the case, and that bench testing to try to reproduce failure mode would not be feasible as it would be difficult to replicate exact clinical conditions. Complaint history for product was reviewed and no other complaints regarding this failure mode were found. Bench testing was reviewed and it was confirmed that blood thrombus was unable to be produced when adequate blood flow was present, or on tissue thicknesses greater than 2 mm; blood thrombus was able to be produced when stagnant blood was adjacent to endocardial surface of test tissue sample less than 2 mm. The complaint, however, describes carbonization (char) and the device is incapable of generating temperatures greater than 100c (necessary to produce char). The most likely root cause of thrombus formation as a result of epicardial ablation would be ablating tissue with thickness less than 2mm with stagnant blood at the endocardial side while the patient was on pump. The additional details of the event indicated that the patient was put on pump prior to initiating the ablation. When the heart is off loaded (put on pump), cardiac output is decreased, altering the normal flow characteristics of the left atrium. Even though the surgeon indicated that the "heart was full", this is not an indication of normal cardiac output.